Event description:
It was reported the patient experienced a loss of pain relief. The physician revised the lead on (B)(6) 2012. Reference MFR report #1627487-2014-03205 for later issues with the patient and the explant of this lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.